Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unintended movement of the device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The transseptal puncture was noted to be high. The clip delivery system (cds) was advanced to the left atrium. While rotating the delivery catheter (dc) handle to position the clip at the mitral valve, there was significant unintentional anterior/posterior movement of the device. The clip was able to be successfully deployed. Three clips were implanted, reducing the mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to this lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty positioning the delivery catheter shaft appears to be a combination of user technique/procedural circumstances as it was reported that the transseptal puncture was high. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.